Event description:
It was reported that (2) devices were used during a cholecystectomy. It was reported by the affiliate that the er320 instruments clips are coming out of the jaws while they are fired. There was no consequence to the pt.